Event description:
The customer alleges she obtained an undosed result of 344 mg/dl. The meter's memory shows a bg result of 890, which is outside the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.